Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, dyspareunia, dysmenorrhoea, back pain, abdominal pain, pelvic pain, fatigue, nausea, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea and pelvic pain to be related to essure (ess205). The reporter commented: she had received treatment for following events "dyspareunia, dysmenorrhea, back pain, pelvic pain and abdominal pain". She had not undergone essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. The case was upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified events¿ migration, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, fatigue, nausea, migraine and headaches¿. Reporter¿s information, demographics, lab data, essure indication (updated) and essure insertion were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.